Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 22-mar-2023 investigation summary customer returned 29 used pen needles. It was reported by the consumer that pen needles clog during priming. All the returned needles were visually inspected and 28 of the needles have the non-patient end canula bended. One of the returned needles has no issues. Since most of the needles were bend on the canula, we were able to conduct flow test only on the needle with no issues from visual inspection. No issues were observed during the flow test either. Most likely the customer complaint for needle clog is because the bend non-patient end canula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was able to confirm the customer¿s indicated failure. The root cause cannot be determined as the returned sample was open.

Event description:
It was reported that the bd ultra-fine¿ nano pen needle 4mm (5/32¿) x 32g clogged during priming. The following information was provided by the initial reporter: consumer reported needle clog during priming, stated that there was no insulin flow.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ nano pen needle 4mm (5/32¿) x 32g clogged during priming. The following information was provided by the initial reporter: consumer reported needle clog during priming, stated that there was no insulin flow.